Event description:
Laser fiber tested at beginning of case and no laser beam detectable. A foul odor was coming from the laser. Sales rep contacted and was instructed that laser fiber was "no good" and to replace.